Manufacturer narrative:
Event date: exact date unknown, event occurred 2 years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 21186395/21234590.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted components were discarded by the facility.